Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. On follow-up, the customer indicated that the suspect sample was not available for evaluation. Also, the issue happened with six patients. Please see com-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not available for evaluation.

Event description:
It was reported to vyaire medical that there was residue found or left in the 2d0737 - water sterile f/inhalation 2000ml 6/cs water chamber during patient use. It was also mentioned that the residue was found to range anywhere from 6¿28 days of use with the water chamber. The patients all remained stable with no adverse effects.